Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months (calculated from the date the mobile power unit was purchased by the center). The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced low voltage alarms while connected to the mobile power unit (mpu). Log files were submitted to the manufacturer for evaluation. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted and confirmed several low voltage events on (B)(6) 2017 between 22:11 and 22:20. These events occurred shortly after the patient switched from battery to mpu support and was likely caused by an issue with the mpu, potentially with mismatching the black and white power cables. The lvad motor function was not affected by these events.